Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/01/2016 that the patient experienced a skin reaction on (B)(6) 2015. The sensor was inserted into the abdomen on (B)(6) 2015. Dates of issue and sensor insertion are approximations. It was reported that the reaction felt like prickly heat underneath the sensor site and as time went on, continued to worsen. It was further reported that the reaction was similar to a chemical burn and red rash accompanied by oozing yellow liquid. By (B)(6) 2015, it was so bad that the sensor had to be removed two days after its insertion. It was stated that it seems like when a shower is taken, water reacts with the adhesive and causes an allergic reaction. When the sensor was taken off, there was a clear oozy route with little bumps under wherever the sensor came in contact. There were scars on the skin that were within the outline of the sensor patch. It was stated that different sensors from dexcom had been used and they still cause an allergic reaction. Other insertion sites were used, such as the area outside of each arm, and remained to cause a reaction. The affected area was not treated, but left to air dry to heal. No additional event or patient information was provided.